Event description:
The customer reported that the telemetry device has a speaker malfunction. The biomed was unable to confirm if the device produced sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had sound and did not display a speaker malfunction error. The technician was unable to replicate the reported failure. Based on the results from the evaluation, it is determined that the speaker was working as intended; therefore, the root cause is unknown.